Event description:
It was reported that the patient had a loss of therapeutic effect following an unrelated medical procedure. It was noted that the patient was in the hospital for heart surgery and since he left the hospital, the therapy didn¿t seem to be working. It was noted that the patient had an informational screen on the patient programmer that the implantable neurostimulator (ins) was low and therapy would be lost soon. It was noted that the reporter was increasing the amplitude but the patient was not feeling stimulation even at 5.54v, which was a normal level for the patient. The reporter noted, the patient had started feeling it at 7.0v and it was in the correct location. It was noted, that there were no trauma or falls. The last charge session was 2 nights prior to the report. It was noted that the patient would charge the device and see if it would do anything to correct the situation.

Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 377660, lot# v012046, implanted: 2007 (B)(6); product type lead product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type recharger product ID 377660, lot# v012046, implanted: 2007 (B)(6); product type lead. (B)(4).